Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
It was reported that during a remote follow-up, episodes of post-paced t-wave oversensing were noted on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.